Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
It was reported that a patient is experiencing a choking sensation due to vns. This choking sensation was reported to be constant and not occurring only with stimulation. X-rays were taken and patient was referred to an ent. Diagnostics were performed and high impedance was observed for the patient¿s device and it was disabled. The x-rays were received and reviewed by the manufacturer. A suspicious area in the lead below the electrodes and anchor tether was observed, which could explain the high impedance. The presence of a micro-fracture in the lead also cannot be ruled out. Patient underwent full revision of the generator and lead on (B)(6) 2015. Attempts were made for the explanted products but have not been received by the manufacturer to date.

Event description:
The explanted generator and lead were received by manufacturer on 5/12/2015. Analysis is underway but has not been completed.

Event description:
Analysis performed on the lead identified a break at the ends of both positive and negative lead coils. Scanning electron microscopy images of the positive lead coils show that pitting or electro-etching conditions have occurred at the break locations. Appearance of the negative coil suggests a stress-induced fracture occurred on at least two strands of the quadfilar coil. However, due to metal dissolution and/or mechanical distortion the fracture mechanism of the positive coil and other strands of the negative coil cannot be determined. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The generator performed according to functional specifications and there were no anomalies found with the pulse generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a suspicious area in the lead that could explain the high impedance. Device failure occurred, but did not cause or contribute to a death.